Manufacturer narrative:
Visual examination of the provided pictures shows wear and tear marks on the instrument and edge of the impactor was fractured/chipped. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear resulted from the repeated use. This instrument was in the field for 5 + years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor head had a piece of the plastic chip off during impaction of the trial femur. There was no known impact or consequences to the patient. It was reported that no further information is available.